Event description:
It was reported that an insulin pump became disconnected due to an incorrectly inserted needle with a 6 mm contact detach set, after which support guided reconnection, cartridge replacement, tubing fill, bubble removal, device unlock, and connection verification, and the system returned to normal operation without alerts or alarms. No reported symptoms. Outcomes included no impact on health or activities. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that user setup error was corrected through guided steps and that the pump and associated components functioned as intended after reconnection. It was concluded that the event resulted from user handling and that the device did not exhibit a malfunction following proper reassembly and priming.